Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead repositioning, the left ventricular (lv) lead appeared to have a kink or bend. The physician used a repair kit and covered the area with medical adhesive and a sleeve. The left ventricular (lv) lead remains in service. No additional adverse patient effects were reported.